Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 363 mg/dl. The customer alleged the alarm occlusion was due to crystallized novolog insulin in the infusion set tubing. Customer declined to continue troubleshooting with tandem technical support and declined to provide further information.